Event description:
During a lavhprocedure, a new shear is used to mboilize the urertus from the connective tissue, a tissue pad is damaged and nearly drop off after 10 activations to transect the ovarian and ip ligament, total usage time is around 2 minutes. Another new shear is used to replace and complete the surgey in another 30 minutes and may activation. No patient consequence. 1